Event description:
It has been reported to us that during the procedure, the tip of the guide wire separated from the shaft and remains inside the patient's vessel. The physician was performing a coronary angioplasty procedure on the patient. The physician inserted the guide wire and advanced it forward into the patient's diagonal branch. At some point during the procedure, the tip of the guide wire separated and became lodged in the patient's vessel. An attempt to obtain additional information about the case has been made. The product will be returned for evaluation. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.